Event description:
The customer reported a system error 2240 (air in tubing), followed by a system error 2367, which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) explained the alarms. The patient was connected at the time of the alarm. The home patient (hp) said that they had disconnected in fill, as they thought it was not filling. The hp did not use proper disconnection procedures. The hp had also disconnected and reconnected a supply bag. The tsr explained proper disconnection procedures and about not connecting and reconnecting solution bags. The tsr advised the hp to let the registered nurse know about the alarms. The patient stated that therapy would be completed with manual supplies. There was patient involvement, but no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The condition was confirmed and the cause of the event was a use error. There was no reported device malfunction and therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.